Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported false positive result. Negative by follow up test. Type or method of follow-up test not specified. Asymptomatic.